Manufacturer narrative:
The intraocular lens (iol) has not been received for analysis. The lens met all manufacturing specifications prior to release. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related. Update will be sent following analysis of the lens. Iol not received.

Event description:
It was reported the intraocular lens(iol) was removed and replaced without complication. The reason was unexpected post operative refraction. It was confirmed a lower diopter lens was implanted.

Event description:
It was reported that three vials of onyx was used in an avm embolization treatment procedure. During injecting onyx into the feeder of the superior cerebellar artery, cerebellar infarction occurred. The physician commented that the caused of the cerebellar infarction was due to part of the onyx migrated into the normal circulation. It was reported the pt's infarction has recovered and the avm was resected on (B)(6) 2010. No other complications were reported with the pt as the result of the event.

Manufacturer narrative:
Analysis of the returned intraocular lens (iol) confirmed the diopter was correct as labeled, 19.0. The initial implant was replaced with a lower diopter iol. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.